Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an alarmed downstream occlusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, a downstream occlusion was not reproduced as the device was able to properly detect a downstream occlusion. A review of the event history log revealed multiple 'downstream occlusion!'. An event date was not reported, however the history log review revealed two events of "downstream occlusion!" On the last day of customer use and the day the problem was reported. However, the history log cannot be used to determine if the alarms are true or false. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The force sensor calibration was found within range and no visual abnormalities were observed. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.